Manufacturer narrative:
Follow-up #1: date of submission: 10/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: a review of the black box and alarm history showed call service 088 alarm. The pump powered on properly with no alarms. The pump was exercised for 24 hours and no call service alarms were emitted. Unrelated to the original complaint, the pump case was cracked near the top right corner of the display. Moisture was found in the display. A leak test was performed and failed due to a leak in the cracked pump case. The pump was opened to find moisture damage on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. Reportedly, the pump was emitting a communication call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.